Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During an emergency support program call, the customer reported intermittent catheter restriction alarms during iabp therapy, resulting in the pump entering standby mode. Review identified two catheter restriction alarms; no blood, discoloration, kinks, or catheter malposition were noted. Education was provided regarding appropriate catheter sizing based on patient height; no patient harm or injury was reported.